Manufacturer narrative:
(B)(4). Evaluation results/conclusions: other (no info on cause of death).

Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm approx 12 years ago as part of the aneurx clinical trial (ref. MFR #2953200-2011-00885). Aneurysm and vessel morphology at the time of implant are unk. It was reported that the pt presented at a routine follow up and the CT scan demonstrated that the stent graft migrated 7 cm distally into the aneurysm sac with a proximal type 1 endoleak present. The stent graft migration was attributed to disease progression and dilatation of the aortic neck. The aortic neck was 30 mm in diameter at the level of the renal arteries and it was moderately angulated. The pt was treated with two endurant aortic cuffs (ref. MFR. # 2953200-2011-01283; 2953200-2011-01284) and the migration and endoleak were resolved. It was reported that the pt expired three months ago. No further info is available currently.